Event description:
It was reported that the patient presented in hospital for an unrelated surgery. During the procedure the patients heart rate dropped to 30 beats per minute. The right ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced. The patient did not experience any adverse consequences. The patient would be monitored.